Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the issue for the product. Device history review for the likely cause lot did not identify any non-conformances or deviations. The overall performance of architect b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot is within established limits and comparable to other lots in the field. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total b-hcg reagent lot 27900ud01 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
User report (B)(4) was received. The customer observed a false positive architect b-hcg result for a (B)(6) female patient admitted to the emergency department with abdominal pain and vomiting. (B)(6). There was no impact to patient management reported.